Manufacturer narrative:
Hospital declined to have the injector checked by a medrad service representative. Hospital also declined add'l applications training.

Event description:
Hospital reported that towards the end of a procedure, an extravasation of approx 50 to 70 ml's occurred into the back of the pt's hand. The pt required surgery to remove fluid and hospitalization was extended. This incident occurred approx 6 months ago.